Manufacturer narrative:
This complaint was initially missed by customer service, so it will be submitted past the 30 day window.

Event description:
The customer stated that his blood glucose readings had been higher than usual. He tested his glucose using a contour meter and a breeze meter. The contour read 445 mg/dl, while the breeze meter read 124 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting showed the system to be operating as designed. The customer was satisfied, and no product will be returned at this time.